Event description:
A consumer reported having essure inserted without incident. She developed pain in the pelvic, vaginal and lower abdominal area. In (B)(6) 2013 an ultrasound showed she was pregnant. Her last menstrual prior was on (B)(6), 2013. It also showed the right insert was in her cervix. Along with a dilation and curettage abortion performed on (B)(6), 2013, the consumer requested the insert be removed. Upon dilation of the cervix, the right coil, which was wedged into her cervix, came out easily. The left coil remains in place. Pain resolved after surgery.